Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 3.75 x 11.5mm (item # oss311) was returned for investigation. Visual inspection of the returned product identified implant fracture across the threads. There were severe gouges and presence of dried blood around the threads. There appears to be a portion of a fractured screw visible within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The fractured screw fragment noted within the implant will not be individually investigated here, as the screw fracture was most likely as a result of the fractured implant. The reported device was located on tooth # 14 and was used for approximately 9 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fractured. The product was returned and the reported complaint was confirmed through visual inspection of the returned product. An unreported screw fracture was observed and confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that implant oss311 fractured and was removed.